Event description:
Dealer states that the consumer attempted to go up a ramp while carrying a family member. The consumer fell out the chair while turning around and allegedly received large cuts on their head.